Manufacturer narrative:
An RMA has been issued to the customer requesting to have the intuitive surgical, inc. (Isi) instrument returned, however, isi has not received the RMA to confirm/identify any reportable failure mode(s). Based on the information provided, isi has not determined the root cause for the plastic piece coming off of the vessel sealer extend instrument tip. According to the customer, the plastic fragment is not available to be returned to isi for evaluation. A follow-up MDR will be submitted if additional information is received isi has reviewed the system logs for the site with a procedure date of (B)(6) 2020, and no related system errors were found to have occurred during the surgical procedure. A log review was performed for the vessel sealer extend instrument reported in this complaint (pn: 480422-01/l92200721 0274), and the following was found: per logs, the instrument was last used on (B)(6) 2020 on system sk0992 with 0 uses remaining. No images or videos were shared for the event. A review of the site's complaint history does not show any additional complaints related to this product. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a small plastic piece was missing from the tip of the vessel sealer extend instrument, and had allegedly fallen inside the patent. It is unknown if the fragment was retrieved or if the fragment was retained inside the patient's anatomy. The cause of the instrument breakage is unknown, and the location of the broken fragment from the vessel sealer extend instrument remains unknown. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted physical damage at the tip of the vessel sealer extend instrument. The procedure was completed with no patient harm. Intuitive surgical inc. (Isi) followed up with the robotics coordinator, and obtained the following additional information. A small grey plastic fragment reportedly came off the tip of the vessel sealer extend instrument. The fragment was not noticed to be missing until after they inserted the instrument through the cannula, and inside the patient. However, it was noted that the instrument was not carefully inspected prior to use, according to the customer. The customer was not sure what caused the fragment issue. The instrument wrist was straightened, and the vessel sealer extend came out smoothly during removal. After the instrument was removed, the customer was unable to locate the fragment and could not confirm if the fragment was retrieved or if it was retained in the patient's anatomy. No testing was performed to look for fragments. A backup instrument was used to complete the procedure. There was no photograph, or video available of the incident. No patient-related information was available. As of the date of this report, there was no report of the patient returning to the hospital due to complications from retaining a foreign object.